Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
Additional information received on 10/09/2017 stated that additional graft was taken.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 9 to 1 dermacarrier, part number 00219501500 and lot number 63331478, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2017, it was reported from h edouard herriot - sgl 21 that a 9 to 1 dermacarrier was actually a 6:1 in size even though it was labeled as a 9:1 ratio. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product will not be returned to zimmer biomet for investigation because it has been discarded. However, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the product did not mesh the harvested skin graft the correct size. It was supposed to mesh 9:1. However, it meshed in 6:1. The area of the patient's body could not be covered with the autologous transplant. Therefore, the area without graft was covered with an allograft. No adverse events have been reported as a result of the malfunction.